Manufacturer narrative:
(B)(4) 2014 - procedure to check the set screw is planned as the shock impedance trends continue to show some out of range shock impedances. Trends show range from 60->150 ohms. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
One month following device change out the shock impedance has risen to greater then 150 in all shock configurations. Noise is present on the far-field when the patient presses hands together. Currently the lead remains implanted.